Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information. An olympus endoscopy support specialist (ess) performed a reprocessing in-service at the facility. Below is the information provided from the in-service. During reprocessing in-service it was observed that the customer does not test the leak tester prior to use. Customer does not take the entire scope out of the water before disconnecting the leak tester. They just remove the scope connector. The customer uses the channel opening cleaning brush prior to using the channel cleaning brush. The brushing is done in the incorrect order. The customer used third party brushes from boston scientific (hedgehog). The customer does not use the suction cleaning adapter. The customer also does not wipe the scope down after the flushing with detergent solution and does not let it soak for the detergent manufacturer's recommended time. The scope does not soak at all and goes directly into the rinse sink. The customer uses pure detergent. The customer uses the scope buddy for flushing and the evotech automatic endoscopy reprocessor (aer). Ess reviewed cleaning, disinfection, and sterilization process and documented the information that was reviewed. Manager was provided with a copy of the documentation forms via email. Customer was provided with posters and websites for reprocessing videos. Customer was advised to follow all validated reprocessing methods listed in the reprocessing instructions for use.

Event description:
As reported for this event by the olympus endoscopy support specialist (ess), there was debris observed in the device. There is no harm to any patient. The customer is experiencing issues with reprocessing of endoscopes across multiple facilities.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the user did not fully understand the reprocessing steps. Therefore, dirt inside the subject device was not removed completely. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿perform the leakage test brush the channels function and inspection of the accessories for reprocessing aspirate detergent solution through the instrument channel and the suction channel dry external surfaces immerse the endoscope and accessories in detergent solution reprocessing endoscopes and accessories using an automated endoscope reprocess or/washer-disinfector¿ ¿preparation and inspection of the maintenance unit¿ this supplemental report includes information added to d8 and g2. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Multiple devices with issue of debris are identified at this time for iu health arnett hospital inc. This supplemental report is being submitted to provide this information. The devices are captured in medwatches as below: patient identifier, model number and serial number. (B)(6), pcf-h190dl and (B)(6). (B)(6), pcf-h190dl and (B)(6). (B)(6), pcf-h190dl and (B)(6). (B)(6), gif-hq190 and (B)(6). (B)(6), pcf-h190dl and (B)(6). This medwatch is for patient identifier: (B)(6).